Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The following day after the onset of peritonitis, the patient was treated with tobramycin (70 mg, 1 dose, intraperitoneally ,ip) and then the dose was changed to tobramycin (60 mg ip daily for 14 days) for peritonitis. The patient had recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 3 of 3 involved in this event.